Event description:
Thv/tvt registry alternative summary reporting adverse event submission for events received by edwards during q2 for aortic serious injury events for the sapien 3 valve. This report summarizes 4 device thrombosis events for the sapien 3 transcatheter heart valve. The age range for these events is 83-73years. The breakdown for gender is as follows: 4 males.

Manufacturer narrative:
This report provides data from thv/tvt registry data exemption number e2016006 and summarizes 4 of device thrombosis for the sapien 3 valve in the aortic position. The device identification (di) numbers for edwards sapien 3 transcatheter heart valve are: (B)(4). Per the instructions for use (IFU), potential risks associated with the overall procedure include thrombus formation, plaque dislodgment, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion, and/or death. It is the natural tendency of the body to form clot on foreign objects in the vascular space. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous wiping and flushing of the devices to prevent and/or remove clot. The thv training manuals and IFU instruct the operator to administer heparin and maintain the act at >= 250 sec. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Specific clinical and procedural details are not available to determine potential contributing factors to the event, or if the event is related to an edwards device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
During administrative review it was discovered that the following information was missing from the initial report. The ''time to event'' (tte, in days) for this event was 45.75.

Manufacturer narrative:
Correction to the exemption number field per FDA request on 07/07/2022.